Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The cutter tip is stuck and has not been fully straightened back into position. The observed condition is attributed to mishandling.

Event description:
On (B)(6) 2022, it was reported by a distributor via sems that qty.2 of the ar-1204as-85 flipcutter became stuck once flipped and would not fully straighten back into position. This was discovered during an acl all inside procedure on (B)(6) 2022. The case was completed by using a third ar-1204as-85.